Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure procedure using two prostyle devices related to an interventional transcatheter aortic valve implantation procedure. Reportedly, a suture separation occurred in both devices. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported suture detachment was observed as a torn suture. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported frayed suture (suture snag) may include, but are not limited to, manufacturing, user closes foot before suture deployment (before the plunger is fully retracted proximally), interaction with patient femoral vessel/ anatomy variables. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.